Event description:
It was reported pump failed rate accuracy test low (volume, temp, pressure). There was no patient involvement. Tried to recalibrate and it prompt to send in for repair. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: b.5. Correction: h6 patient code.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported pump failed rate accuracy test. Tried to recalibrate and it prompt to send in for repair. Although requested, additional information was not provided.